Event description:
Patient reported, the display of the infusion device shows incomplete numbers. Patient stated when the display was supposed to show "2.5u" only "5u can be seen. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the display is missing pixel columns due to an interrupt of the heat- seal connection. The customer is not able to see 100% of the display. The defective pixel can lead to misinterpretation of the insulin amount.